Manufacturer narrative:
Section b5: correction: please see the reports addressing the 3 other admissions mentioned, under the following MFR. Numbers, in chronological order by date of admission: 2916596-2019-03695, 2916596-2019-03723, and 2916596-2019-03725. The initial report stated that the patient had 5 admissions for gi bleeding although the patient only had 4 admissions for gi bleeding. The fifth admission previously mentioned, reported under MFR #2916596-2019-03461, was for thrombus where the patient ultimately expired. Section h4: correction. Manufacturer's investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient had four admissions for gi bleeding over a period of approximately 19 months.

Manufacturer narrative:
Please see the reports addressing the 4 other admissions mentioned, under the following MFR. Numbers, in chronological order by date of admission: 2916596-2019-03695, 2916596-2019-03723, 2916596-2019-03725, and 2916596-2019-03461. The approximate age of the device was 11 months. No further information was provided. The patient remained ongoing on the device following the event, until the patient's death reported under MFR. #2916596-2019-03461. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced anemia, fatigue, paleness, dizziness, and shortness of breath. The patient was diagnosed with gastrointestinal bleeding and treated with blood transfusion. The healthcare provider was unsure whether the patient's international normalized ratio (inr) range was decreased to 1.8-2.2 during this admission or a later one. The healthcare provider noted that esophagogastroduodenoscopies (egds) and colonoscopies were performed "several times" over a period of approximately 19 months and 5 admissions for gi bleeding, but did not specify whether any diagnostic testing was performed during this admission specifically. No further information was provided.